Event description:
As reported, during use in an intubated patient with chronic heart failure, edema, poor rv (right ventricle)/ lv (left ventricle), history of addiction, the map (mean arterial pressure) value provided by this flotrac sensor (40 mmhg) was lower than the value provided by the non-invasive blood pressure cuff (72mmhg). No error message was displayed. Zeroing from the sample site and from the transducer level was done, position of the line was checked and square waveform test were completed without success. The issue was solved by changing the device with a dpt (disposable pressure transducer). The patient died but not related to the device failure. The device was not available for evaluation.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section g3 (date received by manufacturer), g6 (type of report) and h6 (component code, investigation findings, investigation conclusions). Finally, the device was not received for evaluation since it was discarded at hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Further evaluation was performed by the engineers in the manufacturing site, there are manufacturing controls to avoid potential causes related to the reported malfunction as visual inspections, electrical test and sampling inspection. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed, and therefore, no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Patient demographic data was unable to be obtained.